Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not delivering insulin properly. The customer's blood glucose level was high as 18 mmol/l. The screen of the insulin pump was dead. The customer was using insulin pump within 48 hours of the reported event. The customer declined troubleshooting and the product will return for analysis.